Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown out if its original packaging. The electrode seems to be in used condition. The cautery tip was found detached from the electrode. Manufacturing investigation results for vapr clplse90 electrode w hand cntrls: the active tip failure mode seen in the attached image appears similar to other complaint devices investigated under CAPA which was opened to investigate the occurrence of active tip failures in the field. The potential root cause(s) for this type of tip failure were identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). Previous complaint investigations show almost all active tip failures for the similar electrodes which share the same tip design were attributed to suction tube erosion caused by extended use. The product instructions for use (IFU) cautions - electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. With regards to manufacturing controls, checks are performed as per the product manufacturing plan document at process ID 205 - 100% visual inspection. 100% visual check that the top/face of the tip is still intact prior to the blister pack being sealed. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to manufacturing. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device u2509008 number, and no non-conformance's were identified.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr clplse90 electrode w hand cntrls device fell apart. It was initially reported that the device was missing the fluoroscopy component when it was opened. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january 2026. All available information has been disclosed.